Event description:
Event description cpi received information that shortly after the implant of this selute lead (4285), detected in an x-ray, the lead had dislodged. The lead was explanted, and replaced.